Manufacturer narrative:
A ge rep evaluated the system and replaced the circuit board interface power supply. System operates as intended.

Event description:
The customer reported the displayed images are unclear and the system makes a buzzing noise. No pt injury was reported.